Event description:
A patient service representative (psr) contacted zoll customer support to report that a (B)(6) male patient's battery packs were not working. The patient was issued two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery packs. The patient received two replacement battery packs.